Manufacturer narrative:
(B)(4).

Event description:
The customer complained of questionable inr results on a coaguchek xs meter with serial number (B)(4). At 12:00 pm the result was 5.7 inr. At 12:08 pm the result was >8.0 inr with a new finger. There was no allegation of an adverse event. The customer stated that they had not always washed their hands before testing. The customer had no hematocrit issues, no antiphospholipid antibodies, no lupus, no direct thrombin inhibitors, and no coumadin change. The therapeutic range was 2.0 to 3.0 inr. The suspect product was requested to be returned for investigation. Relevant retention test strips (lot 272164) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
Customer returned meter and strips for investigation. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.0 inr, donor 2 inr: 2.8 inr. Donor 1 hct: 45%, donor 2 hct: 48%. Testing results: donor 1: retention meter with masterlot strips: 2.0 inr, customer meter with customer strips: 2.8 inr. Donor 2: retention meter with masterlot strips: 2.8 inr, customer meter with customer strips: 2.9 inr. Results: all inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. The patient was on an antibiotic. Per the package insert antibiotics are known to potentially influence the results.